Manufacturer narrative:
(B)(4). One t3® tapered implant was returned for inspection. A visual inspection revealed moderate signs of wear and tissue attachment. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Risks associated with nerve damage caused by implant placement are highlighted in risk management file rm-00053-haz rev 3, and may include the following: inadequate treatment planning. Clinician inadvertently selects a length of implant that is too long for the osteotomy. A singular cause cannot be determined. The complaint is non-verifiable.

Event description:
Doctor indicated implant placement resulted in paresthesia viii. Implant was placed in region 36 (fdi) on (B)(6)2017 without issues. On (B)(6)2017 doctor notices 80% paresthesia viii and decides to explant. Doctor indicates that the patient may end up with permanent damage in the inferior alveolar nerve as a consequence of this event.